Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No visual defects were noted on returned catheter. Evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for a flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿contraindications - method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter did not drain correctly. The flow was reduced further by the 3rd day after placement. The catheter was replaced and approximately 1500ml of urine drained.